Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1817302) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) prepped as standard, the balloon inflated and deflated correctly. The consultant inserted the 5f mynx vcd into patient inflated the balloon and the back of the handle shot off and saline started leaking out of the back; therefore, the consultant removed the mynx vcd and balloon had burst. There was no reported patient injury. The product will be return for analysis.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) prepped as standard, the balloon inflated and deflated correctly. The consultant inserted the 5f mynx vcd into patient inflated the balloon and the back of the handle shot off and saline started leaking out of the back; therefore, the consultant removed the mynx vcd and balloon had burst. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. The device was received with the shuttle engaged to the black handle. The proximal plug was observed detached from the catheter¿s black handle with the inflation indicator popped out. The syringe and procedural sheath were not returned with the device. Visual inspection at high magnification of the returned proximal plug found that the locking prongs on the proximal plug were slightly worn. The damages may have been caused during the inflation indicator subassembly. The black handle was disassembled and the locking cutouts on the hub barrel were found free of damages. The proximal plug was re-inserted into the hub barrel and the prongs on the proximal plug were properly locked onto the hub barrel locking cutouts without issue. Leak testing was performed on the balloon per the mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. The inflation indicator pressure release test was performed and it was noted to be within specification. The proximal plug remained in place with the inflation indicator fully extended as intended. A device history record (DHR) review of lot f1817302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon loss of pressure¿ and ¿inflation indicator issue¿ were confirmed through analysis of the returned device. The root cause of the issue reported is likely an incorrect assembly of the proximal plug, which caused the two tabs on the proximal plug to not get inserted into the corresponding openings in the injection molded hub. If the rotational orientation of the plug is not correct, the tabs will not snap into place in the openings. This issue can result in the proximal plug popping off from the black handle during the procedure, which would lead to the balloon loss of pressure as the fluid in the inflation lumen leaks out. According to the instructions for use, which is not intended as a mitigation, ¿inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ this issue is found to be related to the manufacturing process of the product, and was referenced under an existing risk assessment. However, this device was manufactured prior to the corrective action performed for the previous risk assessment; therefore, no further actions will be taken at this time. Additionally, the complaint rate for the hazard of ¿proximal plug tabs do not engage barrel¿ in the last three years was reviewed and found to be below the anticipated rate per the risk management documentation.